Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle 30ga 8mm weuro had an open package seal causing a breach in sterility. No serious injury or medical intervention was reported.

Event description:
It was reported that bd ultra-fine¿ pen needle 30ga 8mm weuro had an open package seal causing a breach in sterility. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bdm-ps performed a batch history record review including a review of all data collected during in process and quality inspections. The batch involved in this complaint meet all acceptable quality levels, was manufactured and released according to applicable procedures and specifications. Three pictures have been provided in addition to a sample. Based on the provided picture bdm-ps was able to confirm the reported event. The investigation concluded that a loose teardrop label located between a correctly oriented tear drop and the cover prior to sealing operation. The orientation of the loose teardrop allowed for a side seal bond to take place and potentially a partial top seal, increasing the difficulty for the older type vision system to detect as bad.